Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level ranged from 220-230 mg/dl. Reportedly, the infusion site was changed to resolve the issue.